Event description:
It was reported that the patient had an infection that was discovered in (B)(6). The patient is fused from tailbone to neck and in (B)(6) their healthcare professional (hcp) found an infection inside their spine and found a screw. The patient had 3 surgeries in (B)(6) for the infection and would have one more surgery. It was noted as occurring may be in (B)(6) or next (B)(6). MRI compatibility guidelines were requested. The MRI was not related to the device or therapy. The pump was used to infuse bupivacaine, baclofen and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).